Event description:
Patient developed hives, shortness of breath, wheezing, itching, oral swelling and elevated blood pressure following insertion of a powerpicc solo catheter. Patient was later discharged from hospital.